Event description:
It was reported that a serious complication resulted from a pump connection problem. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.